Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Observed drop in glucose values and temperature which is evidence that the sensor was removed early by the user. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a ¿check again in 10 minutes¿ message on the adc device and was unable to obtain sensor readings. The customer indicated that due to this, they experienced trembling, headache, turned white, and sweating. As a result, the customer received treatment of glucose and a banana from a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a ¿check again in 10 minutes¿ message on the adc device and was unable to obtain sensor readings. The customer indicated that due to this, they experienced trembling, headache, turned white, and sweating. As a result, the customer received treatment of glucose and a banana from a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.